Event description:
The customer reported that the device freezes. No buttons will work and the time does not run. The customer removed the battery and ac power, and the unit will run then freeze again. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.